Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing system expiratory valve, flow sensors, and scavenger valve were cleaned. No patient information provided after calls to customer 11/15/2020, 11/18/2020, 11/19/2020.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient injury.